Manufacturer narrative:
The hcg + b reagent lot number was 709174 with an expiration date of 30-sep-2024. The field service engineer (fse) adjusted the bead mixer speed. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for elecsys hcg+b (hcg + b) on a cobas e 411 analyzer (disk system). Patient 1 initial result was 4.16 miu/ml. The repeat result was 2230 miu/ml. Patient 2 initial result was 1787 miu/ml. The repeat result was 25234 miu/ml.